Event description:
It was reported a volume discrepancy occurred. The actual residual volume was greater than the expected residual volume. The expected volume was 7.8ml and the actual volume was 28ml. Pt was on a "high dose" of fentanyl 3000mcg/ml and pain relief was inadequate. Additional info has been requested and will be reported as follow up as it becomes available.

Manufacturer narrative:
(B)(4).